Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for other pain indications ¿ other. It was reported that the patient does not use the stimulator anymore and has not charged the stimulator battery in a long time. ¿it¿ quit working 8 months after it was implanted. There were no patient symptoms or complications reported.